Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare field representative that an mr290v vented autofeed humidification chamber provided with an rt330 optiflow¿ junior breathing circuit kit was found cracked and leaking water before use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.